Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, an attempt was made to dilate the biliary stricture; however, the balloon popped on the first attempt. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g2: user facility reference number: (B)(4). Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, an attempt was made to dilate the biliary stricture; however, the balloon popped on the first attempt. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g2: user facility reference number: (B)(4). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was not capable of being inflated due to it was occluded, most likely with dry contrast media. Microscopic inspection found no damages on the balloon. The balloon does not have a rupture. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon burst cannot be confirmed. This conclusion was selected because the device returned with some dry contrast media inside the catheter, restricting the capability of the device to have its functionality tested. Also, the balloon was microscopically inspected, and no discernible pinhole or rupture was found. The conclusion is acceptable because the analysis of the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is cause not established.